Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the pt suddenly stopped responding to sound with the cochlear implant sys. The results of an integrity test done in 2007 were consistent with receiver/stimulator malfunction. No info on explantation/reimplantation plans has been made available.